Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -other medical: unable to observe since it is not related to the device. -seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Health professional reported right side "grossly ruptured implant with seroma". Patient undergone total capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Health professional reported right side "grossly ruptured implant with seroma". Patient undergone total capsulectomy. Device has been explanted and replaced.